Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that during biomed testing, the device would not perform the 30 joule self test in automated mode when the analyze button was pressed. Complainant indicated that there was no patient involvement in the reported malfunction.